Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. Previously when different programming options were attempted the lead exhibited even higher thresholds and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.